Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the artery of the left arm. A 10.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. During the procedure the device was inflated over the rated burst pressure which caused the balloon to rupture and separate from the shaft. The physician snared the part of the detached balloon and pulled them out as a unit. The physician aborted the case. No patient complication were reported and the patients' status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; the device was received in 2 sections as a result of a break in the shaft and a complete balloon circumferential tear. The break in the shaft was located at 68.4cm distal to the strain relief. Approximately 3.3cm of balloon material was bonded on at the proximal bond site. The distal section of the shaft break, including the shaft and distal section of the balloon tear and tip was also received with a stretched section of coiled wire inserted through this section. The balloon was severely bunched up over the tip. The tip and broken section of the shaft was severely stretched and bunched. An examination of both sections of the balloon material identified a longitudinal tear in both the proximal and distal sections of the balloon circumferential tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the rated burst pressure. No further escalation is required at this time." (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the artery of the left arm. A 10.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion. During the procedure the device was inflated over the rated burst pressure which caused the balloon to rupture and separate from the shaft. The physician snared the part of the detached balloon and pulled them out as a unit. The physician aborted the case. No patient complication were reported and the patients' status is fine.